Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was 160 mg/dl. The customer's mother stated that the pump alarmed external ram crc error. She was advised to discontinue use of the device. The insulin pump was not returned for analysis.